Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with pump showing 0 units and repeated cartridge alarms occurring on consecutive days and cartridges. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump while technical support confirmed recent cartridge alarms, advised replacement due to repeated alarms within 24 hours, and arranged shipment of replacement pump.